Manufacturer narrative:
Further information regarding the event has been sought. A supplemental medwatch report will be submitted when the investigation is completed.

Event description:
It was reported that the ventilator failed the pressure transducer sub-test during the pre-use checks. There was no patient involvement. (B)(4).

Manufacturer narrative:
The inspiratory pressure transducer printed-circuit(pc) board was returned for investigation. When the pc board was mounted into a reference ventilator, the board was working as specified. Microscopic inspection confirmed contamination in the cavity of the pressure sensor, probably a particulate of hair. Our conclusion into this matter is, that the cause for the contamination in the cavity of the pressure sensor. This could intermittently affect the pressure measurement and may cause a high pressure during ventilation of a patient. The device was manufactured in 2015 and has an ingress protection degree due to applicable requirements at that time.

Event description:
(B)(4).